Event description:
It was reported that during a colonoscopy procedure, the nurse was burned. During the procedure, the nurse felt a "shock" on her hand. It was reported that patient fluid had entered the snare handle and the nurse experienced a "slight rf or arcing burn". The procedure was completed successfully with another of the same device. The patient status was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.